Event description:
Pt c/o chronic breast pain - has capsular contractures. Pt underwent bilateral capsulectomies and implant removal. Implants were removed intact - saline shell had leaked down - gel intact.